Event description:
As originally reported to cook, prior to use during an unspecified procedure, a micropuncture transitionless access set's wire was noted to be bent. The device was not used. Upon return and evaluation of the device, the wire was noted to be unraveled, and the solder was broken in multiple locations. The patient did not require any additional procedures due to this occurrence. There has been no report of any adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address: (B)(6). Device evaluated by manufacturer: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as originally reported to cook, prior to use during an unspecified procedure, a micropuncture transitionless access set's wire was noted to be bent. The device was not used. Upon return and evaluation of the device, the wire was noted to be unraveled, and the solder was broken in multiple locations. The patient did not require any additional procedures due to this occurrence. There has been no report of any adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The solder point was bent, and the solder was broken, with elongation and unraveling noted. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other related complaints reported for this lot number. The product IFU states, ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device provides evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.